Event description:
It was reported multiple peritoneal dialysis (pd) patients experienced disconnection issues from transfer sets, specified as "either fell off or disconnected¿ which resulted in six patients having peritonitis. It was not reported if the patients were hospitalized for the peritonitis events. Treatment for the events was not reported. At the time of this report, the patient¿s outcomes and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.